Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure "blackout" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: damages of fiber breakage, cracked objective lens and dents and scratches on outer tube. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the video telescope experienced a blackout. The event happened during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.